Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited electromagnetic interference (emi) oversensing on the right atrial (ra) lead that led to atrial tachy response (atr). The technical services (ts) recommended to call the patient to inquire about electronics placed over the chest or any activities. This ctr-d remains in service. No adverse patient effects were reported.